Event description:
A femoral stem was implanted in 05 without incident. The following month the pt dislocated and an evaluation by x-rays noted the stem subsided. The stem was revised without incident 3 days later to a modular hip system.